Event description:
It was reported that the wire guide in a wayne pneumothorax set broke. During the procedure, after the catheter was placed in the patient's chest, the user attempted to remove the wire guide but the device "broke." As result, both the catheter and wire were removed. The user then made an additional puncture and completed the procedure with a new, like-device. No other adverse effects were reported.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital (australia) informed cook on 01mar2022 of an incident involving a c-utpt-1400-wayne-112497-imh (wayne pneumothorax set) from an unknown lot. It was reported that after the pigtail was placed the guidewire broke. The user then reported they removed the wire guide and the catheter from the patient, then they completed the procedure with a new device. Reviews of documentation including the complaint history, device history record, quality control, and instructions for use were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complaint lot was not provided and thus the lot cannot be confirmed. However, based on information provided by the customer and a review of sales data, the lot number is most likely 13173792. Therefore, cook has proceeded with this assumed lot. A review of the DHR for lot 13173792 records no relevant non-conformances. A database search for complaints on this lot found no additional complaints reported from the field. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [c_t_waynemod_rev5] packaged with the device contains the following in relation to the reported failure mode: "how supplied: upon removal from package, inspect the product to ensure no damage has occurred.".¿ based on the available information, no device returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.